Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. The pusher assembly was undamaged. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). Conclusion: evaluation of the returned pc400 revealed an undamaged, fully functional device. The device was able to advance in and out of the introducer sheath multiple times without issue. The device was also able to advance through a demonstration microcatheter without issue. The reported complaint could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using penumbra coil 400s (pc400s). During the procedure, the physician felt resistance and was unable to advance a pc400 within its introducer sheath. Therefore, the pc400 was removed. The procedure was completed using a new pc400. There was no report of an adverse effect to the patient.